Event description:
Reported that a patient who received an epidural medication was temporarily paraplegic as a result of an overinfusion. Limited information has been provided however, customer has reported that the device was programmed as 112 ml/hr instead of 12 ml/hr. Customer conducted an event investigation including evaluation and testing of the device. The customer assessed the device to determine if key bounce was a potential contributor. Their conclusion was no key bounce potential existed. Customer confirmed programming error and has addressed internally with associated staff. The device is not available for investigation by cardinal health. The customer is comfortable that the device was not a contributor to the event. Device has been placed back in service.